Event description:
Initial reporter indicated that they were having problems with their programming wand. Reported the "data rcvd" light would flicker and then just go out. Another programming wand with same handheld was able to complete patient interrogations. Good faith attempts are being made for the product to be returned for product analysis.